Manufacturer narrative:
G3, h2, h3 and h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that after three requests no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, the clinical root cause of the reported failure cannot be determined. Per the complaint details, the procedure was completed with a s&n device without delay. Based on the information provided, the impact to the patient beyond that which has already been reported cannot be determined. According the rep the "locking mechanism over the years has loosened and the distal femoral block cut much deeper than needed¿ requests that these be replaced on all sets. Should any additional medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the risk management file revealed this failure mode and potential harm was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update.

Event description:
It was reported that, during tka surgery, the gii mis dcf align gde was loose and the distal femoral block cut much deeper than needed. The procedure was finished with a smith and nephew back up device without delays. The patient outcome is unknown.